Event description:
Boston scientific crm received information that this right atrial lead had dislodged and was near the right ventricle. This patient is known to move his arms. The lead was repositioned successfully. This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.